Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was replaced as a proactive measure. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the sys 9800's images were grainy making interpretation difficult. There was no adverse pt involvement reported. There was no pt info reported.